Event description:
The customer reported that the pad was placed on the patient's back during a 120 minute cardiac ablation procedure. A stockert 70 ablation generator was also in use. A pad site burn was noted post-operatively in the unit. The area was described as red, broken skin with some weeping around the patch area. The type of treatment, if any, is unk. The incident pad was discarded and is not available for evaluation.

Manufacturer narrative:
(B)(4). The incident pad was discarded by the site and is not available for evaluation. The device IFU warns: non-traditional procedure that utilize high current, long duty cycles, or both (for example: tissue lesioning, tissue ablation, tissue vaporization, and procedures in which conductive fluids such as saline or lactated ringer's solution are introduced into the surgical site for distention or to conduct the rf current) increase the risk of excessive heating under a fully applied return electrode to the point of injuring the pt. Use of more than one pt return electrode may help mitigate the increased risk.